Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified. It is not possible to determine, the lot number or catalog number through the photos provided. Rupture-breast: observed, opening on the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Physician reported, left side device rupture. Discovered, during surgery. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture. Continued e1 phone number: (B)(6).

Event description:
Physician reported left side device rupture discovered during surgery. The device has been explanted and replaced with another manufacturer's device.